Event description:
Ernst, e., papanagiotou, p., politi, m., alexandrou, m., kastrup, a., boutchakova, m., <(>&<)> roth, c. (2021). Safety and effectiveness of catch+ as a first-line device for revascularization in the treatment of acute ischemic stroke. Journal of neuroradiology, 48(1), 5¿9. Https://doi.org/10.1016/j.neurad.2019.07.009 medtronic review of the literature article found described a review of 101 cases in which a non-medtronic stent retriever device was used for the first-line treatment of ischemic stroke. It was noted that the rebar 0.021" microcatheter was used as part of the surgical system in the procedures. There was no reported malfunction issue related to the rebar microcatheter. The majority of occlusions (n = 89) involved the anterior circulation; only 12 occlusions were located in the posterior circulation. Successful reperfusion (mtici 2b or 3) was achieved in 73.3% of patients at the end of the procedure, and good functional outcome (mrs 2 or less) was reported at discharge in 32.7% of patients (mrs 3 or less). The death rate was 16.8% (17 patients); these patients suffered from large infarctions and/or ich. Six adverse events were recorded: one case of symptomatic intracranial hemorrhage occurred 6 hours post-operatively in a patient with rtpa treatment and mtici 2a recanalization of an m1 occlusion. The hemorrhaging was most likely due to blood-brain-barrier disruptions and was not attributed to the stent retriever device. Three cases of a small sub-arachnoid sulcal hemorrhage (detected in control CT) that did not require further treatment occurred, and two cases of small arterial dissections in the extracranial internal carotid artery, also not requiring further treatment.

Manufacturer narrative:
Ernst, e., papanagiotou, p., politi, m., alexandrou, m., kastrup, a., boutchakova, m., <(>&<)> roth, c. (2021). Safety and effectiveness of catch+ as a first-line device for revascularization in the treatment of acute ischemic stroke. Journal of neuroradiology, 48(1), 5¿9. Https://doi.org/10.1016/j.neurad.2019.07.009 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.